Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. Subsequent sequential samples were tested and lower results were obtained. The patient was admitted to the hospital. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.no further evaluation of the device is required